Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c124e, serial/lot #: (B)(4), ubd: 24-sep-2020, UDI#: (B)(4) ; product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain with some stranding/myocotic aneurysm and the device was explanted from the patient approximately nine months later. As per the physician the cause of the event was due to a mycotic aneurysm. It was thought that the patient may have originally had a mycotic aneurysm at the time of the index procedure. The patient was placed on antibiotics; however this treatment was discontinued and it was reported that this is when the patient developed the stranding. No additional clinical sequelae were reported and the patient is fine.